Event description:
When attempting to deliver a stent in the coronary artery, it came dislodged off the balloon after multiple attempts to cross a lesion. We then got a new smaller sized balloon and successfully put it through the undeployed stent. We then inflated the balloon with half the stent on the balloon. Next we pulled back the balloon into a guideliner and removed both guideliner and balloon from the body with stent fully intact. FDA safety report ID# (B)(4).